Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a hammertoe correction surgical procedure on (B)(6) 2019 and utilized paragon 28 monster screw system. It was reported that 2 of the 2.5mm cannulated short thread screw broke off during insertion at the screw heads. In addition, 1 of 2 screw driver was reported broken by the tip. The initial reported did not specify the part information of the broken driver. This is report 1 of 4 of this incident.